Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced bezel assembly due noisy. Replaced rear case assembly, ail assembly, left&right iui, and logic board (fluid ingress contaminated). Based on the findings, service determined that the proximate cause of the reported issue was due to noisy lvp mech assy 8100. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 11/30/2013 to the present date 12/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported noisy bezel. There was no patient involvement reported.